Event description:
During procedure, the guidewire perforated the vessel when the balloon catheter was advanced over the wire. The patient suffered a hemorrhage and is currently in a coma. There are no signs of improvement.

Event description:
During procedure, the guidewire perforated the vessel when the balloon catheter was advanced over the wire. The patient suffered a hemorrhage and is currently in a coma. There are no signs of improvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and hemorrhage are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device was not returned.